Event description:
Same event as MFR report # 2134265-2008-00663. It was reported that during a percutaneous coronary angioplasty procedure, the stent partially deployed prematurely outside of the pt. The lesion being treated was located in the totally occluded external iliac artery. The physician placed the sentinol biliary stent delivery system on the magic torque guide wire and encountered advancement difficulties. The physician was then removing the stent delivery system from the wire, and the stent deployed prematurely before entering the pt's body. A second sentinol biliary stent delivery system was also placed on the guidewire, difficulties were encountered, and the stent deployed prematurely outside of the body. Both stents deployed to almost 50%. The guide wire was wiped down "excessively" with saline, and a third and fourth stent delivery system were placed on the guide wire and were deployed successfully. Pt status was reported as 'okay'.

Manufacturer narrative:
Because the complaint device was not returned, an analysis of the device was not possible. However, due to a review of the directions for use (dfu), a probable root cause of user error was determined. The dfu states: "close the stopcock. Evaluate the distal end to ensure that the stent is contained within the exterior shaft. Do not use if the stent is partially deployed. If a gap between the tip and exterior shaft exists, open the toughy borst manifold valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the toughy borst manifold valve after adjustment by rotating the proximal valve end in a "clockwise direction". The MFR records for this device were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment.